Event description:
During the use of ace laparoscopic shear, the white teflon pad dislodged from device. Device removed from field intact. A new device opened. The case was completed without further issues. No harm to patient.